Manufacturer narrative:
(B)(4). D10 : 00584202309 - articular surface size 3 9 mm height femoral size a, b, c, d, e, f, g - 63680112. 00584201401 - femoral component high flex precoat for cemented use only left medial/right lateral - 64550631. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Approximately 2.5 years post-op, the patient was revised due to subsidence of the tibial component. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified an explanted tibial component covered by patient's tissue and blood. No further assessment can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional but were not sent for further evaluation as the images from 1 time point would not allow for confirmation of subsidence and submitting would not enhance investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.